Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient had a hypoglycemic episode resulting in the patient falling off a porch. The reporter indicated that the emergency services tested the blood glucose to be 28 mg/dl; the patient was treated intravenously and transported to the hospital. The reporter indicated that the patient was wearing a back brace after having back surgery. The reporter indicated that the patient's activity levels were down so the patient self adjusted the insulin regimen by increasing the basal settings. The reporter also indicated that the patient had been gradually losing about 10 pounds. The reporter declined to review the pump history related to the event. This report is made based on the allegation that the patient experienced hypoglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the pump histories.